Event description:
It was reported that during the post dilation of a handmade covered stent, the filaments from the pta balloon dilatation catheter were allegedly protruding from the distal end of the balloon. The balloon was allegedly being used in a handmade covered stent made from a biliary stent and a covered stent. There had been vessel tortuosity before the handmade covered stent was placed. A y-graft had been inserted. The anastomosis site of the y-graft was located in right common iliac artery. The vessel tortuosity was found below the anastomosis site. A resistance was noted at the first insertion of the handmade covered stent. The delivery system was moved back and forth several times but it was not removed from the sheath. The balloon was not moved out of the introducer sheath after the first insertion. The balloon was inflated twice. Once to 8atm to inflate the stent graft and then to 8 atm to post dilate. An inflation device was used. The guidewire was .035 and the sheath was 14f. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The complaint sample was returned for eval. No kinks were noted on the catheter. Unraveled fibers were noticed on the balloon approx 1.9cm from the distal tip of the balloon. It was noted that this product was used to post dilate a stent and that this product was used to post dilate a stent and that the pt anatomy was tortuous. The investigation is confirmed for fiber unraveling. This application (dilation of stents) represents an off label use of the device.